Event description:
It was reported that during the end of a surgical procedure, the "attachment made noise." There was no information regarding the precise location of the malfunction. The reporter stated that there was no delay in surgery; no patient harm, adverse outcome or injury alleged. No user report was filed. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional information: the customer provided additional information after followup. It was observed that the motor device "made a chattering noise while the surgeon tested the device." There was no patient involvement; no injuries or medical intervention reported; no user reports were filed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and evaluated. The customer complaint was confirmed. A functional assessment was performed and the attachment makes a rattling noise. This was due to normal wear over time. Should additional information become available, a supplemental medwatch report will be sent accordingly.